Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There were no other complaints reported in the lot number. The root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that post implantation of an intraocular lens (iol) a crack was found in the optic and the surgery was completed without product replacement. Additional information was requested.

Manufacturer narrative:
The product was not returned. A video was provided. The lens and cartridge preparation were not shown. The plunger/lens advancement into the eye was intermittent with cartridge rotation. A small area was observed near the trailing optic edge that may be the reported crack. Unable to determine if the area was lens damage based on the video review. The lens remained implanted. Qualified associated products were indicated. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned for evaluation. Based on the provided video a small area was observed that may have been the reported crack. Unable to determine if the small area was lens damage based on the video review. The lens and cartridge preparation were not shown. An intermittent plunger rate was observed, which may have been a contributory factor. The manufacturer internal reference number is: (B)(4).